Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed de novo lesion was located in a moderately calcified and severely tortuous right coronary artery that contained a significant bend. The 3.00x12mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. When the device was removed from the patient, stent damage was noted. The procedure was completed by the placement of non bsc stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B)(4).